Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-02155. 2134265-2009-02157. It was reported the following a coronary artery stenting treatment procedure that the patient returned with stable angina and in stent restenosis. The index procedure treated the 100% stenosed, de novo, 3.0x65.9mm target lesion located in the distal circumflex (cx) artery. Treatment consisted of pre dilation with an unspecified balloon inflated to 15 atmospheres (atm's), and the placement of three overlapping taxus express2 drug eluting stents (2.5x24mm, 3.0x32mm, 3.0x12mm) all deployed at 12 atm's resulting in 8% residual stenosis. Post dilation was not performed. The patient was discharged the next day on bayaspirin and plavix. One hundred eighty nine days post the index procedure, the patient returned for a follow up visit revealing stable angina. On day 210 reintervention used angioplasty and stenting placing a non bsc stent in the 71% stenosed 2.3x18.3mm target lesion located in the distal cx artery resulting in 13% residual stenosis and timi 3 flow. The procedure also treated non study vessels using angioplasty and stenting placing a non bsc stent in the 100% stenosed 21.8mm lesion located in mid left anterior descending (lad) artery resulting in 17% residual stenosis and placing a non bsc stent in the 59% stenosed 1.9x7.6mm lesion located in distal lad resulting in 11% residual stenosis. Timi 3 flow was reported post procedure for both lad non target lesions. Approximately a month later, the patient experienced chest tightness upon walking and on day 302 angiography without revascularization was performed confirming a 57% stenosis of the target lesion, which per the physician was reported "no problem on the lesion where it was treated in the past."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.